Event description:
Customer reportedly received results of 96 mg/dl and 200 mg/dl within 10 minutes on the aviva system. High blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.